Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 29 mm sapien 3 valve in the aortic position via transfemoral approach, a tear of the iliac artery occurred when attempting to remove the delivery system (ds). There was no tension while initially inserting the ds through the sheath. Additionally, a split in the sheath was notice under fluoroscopy. The esheath was also kinked. The ds was advanced in sheath and the sheath straightened. Wire was exchanged and sheath and ds were both removed at the same time. The team attempt to repair with covered stent was unsuccessful. The patient's pressure dropped and CPR was initiated and surgery to repair the iliac artery followed. The patient received a fem-fem bypass to repair injury.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Manufacturer narrative:
Additional information obtained clarified that the root cause of the tear of the iliac artery is due to the damage in the sheath. Additionally, per images provided, the esheath appears to be delaminated. As such, this event is now being reported against the sheath, please reference manufacturing report number 2015691-2022-06446. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.